Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned for evaluation. On the basis of the images provided, the reported in-stent reocclusion could not be confirmed. No deficiency of the stent was found which may have led to the reported issue. The stent structure was found to be in good condition. Therefore, the reported event could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported in-stent reocclusion may be caused by various factors and may even occur in non-defective stents that were properly implanted. A reocclusion of the target vessel may be related to the general condition of the patient as well as to the vessel anatomy. An irregular stent placement as well as an insufficient pre- or post-dilation may be contributing factors to this type of event. In this case, the lesion had been pre-dilated. Furthermore, it was reported that the stent could be deployed without difficulty. On the basis of the images provided, a definite root cause for the reported event could not be determined. The IFU indicates that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct application of the device. The IFU also states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that nine months post successful implantation of two vascular stents (size 5 x 150 mm and 5 x 170 mm) with an overlap of 1.5 cm for treatment of an occlusion in the sfa (from the hunter's channel to the ostial sfa), the patient represented to hospital complaining about claudication. Both stents were found to be reoccluded and in addition, the 5 x 170 stent was found to be fractured. A balloon dilation with two balloon catheters (size 4 x 120 mm and 5 x 120 mm) was performed for patient treatment with good results. This record covers the 5 x 150 stent. This is the same patient as reported in medwatch report # 9681442-2016-00317.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that nine months post successful implantation of two vascular stents (size 5 x 150 mm and 5 x 170 mm) with an overlap of 1.5 cm for treatment of an occlusion in the sfa (from the hunter's channel to the ostial sfa), the patient represented to hospital complaining about claudication. Both stents were found to be reoccluded and in addition, the 5 x 170 stent was found to be fractured. A balloon dilation with two balloon catheters (size 4 x 120 mm and 5 x 120 mm) was performed for patient treatment with good results. This record covers the 5 x 150 stent. This is the same patient as reported in medwatch report # 9681442-2016-00317.